Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿will not power on¿ was confirmed. Received on 26-feb-2026, 6 pcu devices were received unboxed and with paperwork. Internal investigation revealed loose prongs on the ac filter. Root cause: loose prongs on ac filter. Supplier issue. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center replace defective ac filter. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device won't power on (allowed to charge for a period). There was no patient involvement.

Event description:
It was reported that the device had won't power on (allowed to charge for a period). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.